Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 the biomedical engineer found that it appeared the pins were misaligned. The biomedical engineer realigned the solenoid pins and the issue was corrected. No part was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported that the unit is giving error- check vent proximal pressure sensor auto-zero failed. The customer contacted product support and was advised to inspect the solenoid pin alignment to the data acquisition (da) board. The customer reports that it appeared that pins were misaligned. Product support advised the customer to realign the pins and run the unit overnight to verify that the issue is resolved. Product support advised the customer to perform a complete performance verification test (pvt). The customer reported that the unit was in use on a patient, but there was no patient harm reported.